Event description:
This event is associated with the mnt-men-15-003 study, participant 803-007. It was reported that a 54 year old caucasian female patient who underwent bilateral breast reconstruction surgery with 790cc mentor memorygel xtra breast implant (mentor glow study gel devices) on (B)(6) 2018 experienced delayed wound healing of the left breast. On september 11, 2023, mentor became aware through additional information received and reviewed by the clinician that on (B)(6) 2018, the patient experienced delayed wound healing, which required excision all debridement of left breast reconstruction for wound and complex closure on (B)(6) 2018. 4 year follow up free text in imedidata also reported: that the patient underwent implants explantations due to infection and left ld flap surgery with expander. The provided information is very limited, at the time of the file review the provided information has not been confirmed by a clinical group. 5 year follow up free text in imedidata also reported: that the patient underwent the unknown expander explantation due to infection and replacement with another expander. The provided information is very limited, at the time of the file review the provided information has not been confirmed by a clinical group. All available details are noted in this report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound dehiscence. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device was discarded however, the information was mistakenly not reported under initial report. Corresponding fields have been updated under section h on this form. Manufacturer¿s reference number: (B)(4) device was discarded however, the information was mistakenly not reported under initial report.